Event description:
It was reported that the device fails on the rate test (any prime/pump), causing error 1871. There was no reported patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: 22-jul-2025. H3: one device was received for evaluation in used condition. Visual inspection and functional testing were performed. The event history was reviewed and there are no errors related to the customer complaint. The reported issue was confirmed. The cause of the reported issue was found to be a damaged motor. The motor was replaced to address this issue. Additionally, the cassette detection sensor was not functioning and was replaced. The device passed all testing following repairs. Service history found that there were no services previously recorded for this device.